Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the harvest of a saphenous vein, it was noticed that co2 insufflation from the vasoview hemopro 2 was not flowing through the btt port. The insufflation tubing was not changed. The customer stated that it felt as if it was ¿clogged.¿ the tunnel repeatedly collapsed during the harvest. It was decided to replace the affected device. The new device functioned properly, allowing the harvest to be completed without issues. The vein was in good condition, and there were no patient issues. There was a 3-4 minute delay.

Manufacturer narrative:
Tw (B)(4). Updated field: b4, d9, g3, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/11/2026. An investigation was conducted on 02/17/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was obseved. Only the cannula was returned for evaluation. There were no visual defects observed on the intact cannula handle or the intact c-ring. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing. The complaint cannula device was submerged in water. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing as evidenced by the visible air bubbles. Based on the returned condition of the device as well as the non-return of the btt, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000518794 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.